Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been feeling an "electrical current" in the stomach. The patient stated that adjustments were made twice previously and that "they reduced the amount of energy to the ventricles which helped a little, but is not gone". The patient has discussed this with their physician and a device check was completed. No further patient complications have been reported as a result of this event.